Manufacturer narrative:
The lot was manufactured from june 24,2022 to june 27,2022. The device was received for evaluation. A visual inspection was performed using the naked eye which noted the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no signs were observed. The reported condition was verified. The cause of the condition could not be determined, however, the possible cause may be due to inherent variation in the material from manufacturing as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor had ruptured. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name, address, city: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.